Event description:
It was reported that pt presented in office with knee pain. X-ray revealed loose tibial component revision scheduled.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.